Event description:
It was reported that the patient connected to the patient line during the prime for automated peritoneal dialysis therapy. The patient stated that the clamp on the patient line was closed when they connected before the prime was completed and the patient then moved into the initial drain. The technical service representative (tsr) explained the importance of not being connected at the time of the prime and assisted with ending the therapy. The patient was going to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming and to not close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.